Event description:
Event description guidant received information that this ventricular lead dislodged four hours after implant. The lead was explanted and successfully replaced with no adverse patient conditions. The explanted lead has been returned for analysis.